Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. The reported patient effect(s) of dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect(s) of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience xpedition 48 is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was performed to treat an 85% stenosed, moderately tortuous, and moderately calcified de novo lesion in the mid left anterior descending artery. Following pre-dilatation, a 2.5x48mm xience xpedition stent was deployed; however, a distal end dissection was noted. The dissection was successfully treated with a 2.75x15mm xience xpedition stent. The results were good with timi iii flow without any residual stenosis. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.